Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. This info was reported to (B)(4), territory manager, by (B)(6), wound ostomy and continence nurse, at the (B)(6) hosp in (B)(6). The product was used on a pt in the critical care unit with clostridium difficile. The product was removed from the pt and thrown away. No pt injury was reported. The lot number is not available. (B)(4), tm, would like a replacement product sent to her so she can deliver it to the hosp. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. (B)(4).

Event description:
Territory manager reported that the flexiseal signal kits had an irrigation port that fell apart when irrigation was attempted.